Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump errors and was hospitalized. The customer's blood glucose reading was unknown at the time of incident. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was returned with multiple low battery alarms that were present in the format history file and unexpected power system error alarmed during idle and triggered when the lithium backup battery was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to abnormal behavior. The connector for j6 on the printed circuit board assembly was properly connected during our visual inspection. The j6 connector was disconnected and reconnected then monitored for three days and functioned properly during testing. Unexpected hardware low level failures alarmed during self-test; the problem was isolated to keypad assembly. No unexpected post-reset ram crc alarm alarms and insulin flow blocked alarms noted during our testing. The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. The insulin pump was received with scratched casing, minor scratches on the lcd window, scratches on the display window cover, pillowing keypad overlay and cracked select button keypad overlay.